Event description:
Per pt, pt has had piccs placed but has had allergic reaction to the medicine, the piccs have been removed. Dr. Placed the catheter in 2002, but pt contracted an infection in the blood stream, they removed the catheter in 2003. Pt said that when they removed the catheter another doctor stated that the catheter had a kink in it. The catheter has been sent to pathology for culture.